Event description:
Healthcare professional reported though an interview attached on record (B)(6) that a patient received a unknown coolsculpting treatment while using unknown applicator and presented with paradoxical hyperplasia described as "look, this area that you treated is enlarged", "patients are very tearful, and they have been disfigured", "patients are very tearful because of what they´ve gone though-both because they´ve been disfigured and also because a lot of them have has the runaround from the med spas as far as diagnosing their condition".

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.